Event description:
This device was received without a reported problem. No information is known.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone cracked. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. The handpiece was connected to a generator, evaluated with a test instrument and an error code 7 and "replace handpiece were displayed by the generator when trying to perform the hand activation test. The instrument was disassembled to perform an internal electrical test that revealed a short circuit condition at the cable level, affecting the hand activation feature of the device in such way that made it not functional. Further evaluation revealed; there was degradation of the ha outer jacket wire, there was evidence of moisture and the acoustic isolator was torn. The handpiece has a number of seals to prevent fluids from entering the housing. ¿evidence of moisture¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged/cracked nose cone. It is probable that the ingress of moisture affected handpiece functionality.